Manufacturer narrative:
Vsd.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
The act diff analyzer generated erroneous low platelet (plt) results. The results were reported out of the lab and the patient was sent to the hospital to be redrawn. The redrawn specimen recovered normal plt results. Actual results were not supplied. No death or serious injury, no change to patient treatment is associated with this event.

Event description:
Baxter (B)(4) received a report that leakage was found from the pinhole on the tubing. The set had been used for 35 days. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was initially reported that the device was explanted after an implant duration of approximately 23.5 months. In 2009 (through follow-up with the health-care provider), it was learned that the patient developed vsd and the aortic valve had to be removed in order to correct this.